Event description:
Healthcare professional reported "folds and small periprosthetic fluid collection". This records is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "folds and small periprosthetic fluid collection". This records is for the left side. Device remains implanted and is unknown if it will be returned.